Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead and associated device displayed noise and oversensing which lead to inappropriate anti-tachycardia pacing (atp). Subsequently the patient was admitted to the hospital after experiencing dizziness. The system displayed loss of capture (loc) and a loss of sensing. Low and high pacing impedances were seen. An x-ray was performed; there appeared to be a bends in the rv lead. The device was reprogrammed and the patient was discharged. The patient had a clinic follow up where a holter monitor was placed. The holter monitor showed ~2.5 second pauses. The patient was then seen for a revision procedure where the device and lead were explanted. There were no additional adverse patient effects reported.